Event description:
It was reported that versacross large access solution was selected for use. During the procedure, it was mentioned that when the bmc rf generator was turned on and attempt were made for transseptal, but it failed. It crossed in the second attempt and the sheath was advanced. When the physician tried to pull back the versacross rf wire into the dilator, it felt it got stuck into the dilator (but not into the patient body), so the versacross rf wire was readvanced into the dilator. No visible obstruction was noted when the versacross rf wire when visualized on intracardiac echocardiography (ice) in left superior pulmonary vein (lspv). The physician applied force back to the dilator, and the versacross rf wire was noted to be knotted at its tip. Thus, the device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to be return for analysis. No other issue was reported during transseptal portion nor preparation.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the versacross rf wire was visually inspected with vhx inspection, and the tip of the rf wire was noted to be knotted. The reported allegations related to the knotting is confirmed based on the returned product. The reported allegation related to difficulty crossing was not confirmed as successful crossing on the second attempt suggests the knotting did not contribute to the difficulty, as there is no evidence available to confirm the issue.

Event description:
It was reported that versacross large access solution was selected for use. During the procedure, it was mentioned that when the bmc rf generator was turned on and attempt were made for transseptal, but it failed. It crossed in the second attempt and the sheath was advanced. When the physician tried to pull back the versacross rf wire into the dilator, it felt it got stuck into the dilator (but not into the patient body), so the versacross rf wire was readvanced into the dilator. No visible obstruction was noted when the versacross rf wire when visualized on intracardiac echocardiography (ice) in left superior pulmonary vein (lspv). The physician applied force back to the dilator, and the versacross rf wire was noted to be knotted at its tip. Thus, the device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to be return for analysis. No other issue was reported during transseptal portion nor preparation.